Event description:
It was reported that an alert for high voltage lead impedance greater than the upper limit was observed via remote transmission. The device was reprogrammed and remains implanted. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.